Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent. General cleanliness - the returned device appeared to be partially clean. It was observed that an anchor was broken off of the device. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the root cause could be due to excessive bruxism which could have caused to break off. Manufacturer reference #: comp-(B)(4).

Event description:
On (B)(6) 2026, it was reported by the compliant investigation team that the silent nite 3d device was received and it was noted that an anchor was broken off of the device. Documentation provided with the returned device indicates that dr. M. Reported the "lower was fractured".

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).